Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room after having received multiple shocks for atrial fibrillation (af) with rapid ventricular response. A remote monitoring transmission was reviewed and indicated that the implantable cardioverter defibrillator (ICD) had detected the rhythm as ventricular fibrillation. Additionally undersensing was noted on stored episodes. The ICD and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.